Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse detected the screen with vertical and horizontal stripes and performed tests to locate the anomaly, check the connections between the pneumatic unit and the display. The situation was resolved because the probable cause was bad contacts in the connectors. Functional verification in the maintenance. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) no image appears on the monitor, everything is black. There was no patient involvement.